Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The service staff requested the customer to clean the electrical contacts of the endoscope. Afterwards, there was a message from the customer that the problem was resolved. Based on the results of the investigation, the probable cause includes: adhesion of foreign objects to the electrical contacts of the endoscope and the cable which were used, resulting in occurrence of b30 error. This issue is addressed in the instructions for use (IFU): "when the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result."

Manufacturer narrative:
On (B)(6) 2020, the customer informed tac via email that the error had been resolved and that the unit would not be returned. Since the unit functions as intended, the customer will continue to monitor the unit¿s function.

Event description:
The service center was informed that a ¿b30 communication error¿ was intermittently observed on the device display when connected to the 190 series scope. The user facility reported that the 190 series scope work normally with a second cart. There was no report of patient involvement. In addition, the technical assistance center (tac) was contacted to assist the customer with troubleshooting. Tac advised the customer foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. Tac advised to wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Also, to re-set maj-1933 and maj-1941 (brightness, white balance & nbi) communication cables. Also advised contact to swap maj-1933 and maj-1941 from known good cart. The customer was not near the device at the time of troubleshooting and would require further follow up.